Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that after 10 minutes of charging the patient's ins heated up so much that they had to stop charging. They changed the recharge speed from 4 to 2 and checked the use of the recharging belt. They also asked if the warmth was coming from the ins or the recharger antenna. They would monitor the issue after decreasing the speed. If the issue reoccurred, it would be proposed to change the recharger. Additional information was received from the manufacturer representative (rep) reporting that the issue has occurred for some months. The ins was heating during charging because when the doctor positioned another pallet, the problem was the same. The patient has not called back to say the problem continues after reducing the recharge speed. If the patient calls back, the doctor would like to replace the recharger. The issue was not resolved. Additional information was received from the rep reporting that there was no burning or blistering but there was a warm feeling.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.